Event description:
It was reported that the patient presented to emergency room due to hyperglycemia. The patient's blood glucose 530 mg/dl overnight on 14 june 2026 while wearing the pod between 25 and 36 hours, which was perceived as a failure of insulin delivery. Upon removal of the pod, the cannula was reported to have come out, with a visible insertion mark and the presence of blood on the adhesive. The patient experienced symptoms including extreme thirst, frequent urination, and fatigue. The patient subsequently sought medical attention at the emergency department of (B)(6) in (B)(6) on the same day, where treatment with insulin and intravenous fluids was administered. The patient remained under observation for approximately five hours and was discharged the same day. The device was reportedly discarded by the patient and was not worn during medical intervention.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.